Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the unit would not shut off. Analysis did note that the upper and lower cases were broken and that the serial number label was damaged. The device was to be scrapped in-house.

Event description:
It was further reported that the external pulse generator was subsequently returned as a trade-in/exchange device. There was no patient involvement.

Event description:
It was reported that the external pulse generator (epg) would not turn off per the biomedical engineer (be). Technical services (ts) provided assistance in resolving the issue by verifying that the light-emitting diodes (leds) go off, but the display stays on. The be was informed that due to the age of the epg, it will no longer be supported/serviced. The status of the epg is unknown. There was no patient involvement.